Event description:
Attempted to place a bravo capsule. First one did not deploy properly and did not attach to mucosa. Capsule was removed without incident. Second capsule was deployed successfully but malfunctioned when it would not connect to the monitor. FDA safety report ID # (B)(4).